Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump will reboot when patient is playing volley ball or playing in general. The patient was disconnected from pump at time of call. The reporter stated that the patient was running a high of blood glucose (bg) of 500mg/dl for the last three weeks. With feeling thirsty, urinates frequently, and feeling nauseous. The reporter stated that they have to disconnect the patient from pump, verify date/time/year/battery type, and rewind/load/prime. The reporter stated that the patient was playing yesterday after church, the pump rebooted and patient felt nauseous. The reporter stated that the battery cap has never been changed. The reporter stated that the patient made a correction of three to four units and few hours bg will come down. The patient did not receive any other medical treatment or advice. While on call with customer support, the reporter inspected battery compartment and black debris was inside compartment. The battery cap spring had orange corrosion and the side of battery compartment had crack. This report is being made due to alleged bg excursion the patient experienced due to an alleged power issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/31/2014 with the following findings: reboots observed in the black box. Daily insulin delivery totals appear inconsistent due to time/date issue. Corrosion observed in battery compartment. No other damage found to battery cap or battery compartment. Battery cap was able to attach securely to pump. Pump powers on normal with no alarms. The pump was exercised for 24 hours with no power issues or alarms occurring. Pump passed flow accuracy test and found to be delivering within required specifications. The display is dim with a red hue. The battery cap contact height and width was within specifications. No leaks found during leak testing. Pump was opened and no further evidence of moisture found. No damage was found to power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.